Event description:
Additional information received reported that the patient was originally on IV levaquin and subsequently changed to ciproflocixan based on culture and sensitivity. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced multiple urinary tract infections (uti) which required hospitalized on multiple occasions (dates noted as (B)(6) 2011). It was also reported that the patient was ¿admitted with other issues already reported¿. Cultures taken grew klebsiella. The patient was treated with the antibiotic ciprofloxican, 500 mg po, twice a day, for 5 days. The patient outcome was reported as ¿ongoing event¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v267751, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).